Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is being returned for an unspecified product performance issue. Several attempts were made to obtain more information, however, they were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Updated information reported the patient passed away while hospitalized. On the date of death, the patient was in ventricular fibrillation for which the device was correctly sensing and treating; however after eight system shocks, the patient passed away. Data review from this timeframe confirmed normal system measurements up until the reported date of death at which time all values were recorded out of range. Laboratory technicians have confirmed normal product operation.